Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation with a navistar¿ electrophysiology catheter and the patient experienced av (atrioventricular) block that required temporary pacemaker. Av conduction did not recover intra procedure. Temporary pacemaker was implanted. The physician¿s opinion on the cause of this adverse event is procedure and patient condition. Adverse event occurred during slow posterior wall (pw) ablation. Outcome so far was unchanged, and the physician suggested to wait a few days as av conduction might recover. Patient required overnight hospitalization for monitoring.

Manufacturer narrative:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation with a navistar¿ electrophysiology catheter and the patient experienced av (atrioventricular) block that required temporary pacemaker. Av conduction did not recover intra procedure. Temporary pacemaker was implanted. The physician¿s opinion on the cause of this adverse event is procedure and patient condition. Adverse event occurred during slow posterior wall (pw) ablation. Outcome so far was unchanged, and the physician suggested to wait a few days as av conduction might recover. Patient required overnight hospitalization for monitoring. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 30931393m and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).